Manufacturer narrative:
Date of event used awareness date. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes serum portion was gelled could cause erroneous results.